Manufacturer narrative:
The field event of damaged set screw was confirmed by analysis. Septum material was observed inside the atrial (is-1) set screw hex cavity, and the set screw was completely stripped. This did not allow the atrial set screw to be tightened and secured properly. The cause was likely due to the handling of the device during procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant procedure. It was noted that the set screw of the implantable cardioverter defibrillator (ICD) broke. A new device was used to complete the procedure. The patient was discharged.